Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the maryland bipolar forceps (mbf) instrument would not coagulate. A backup instrument of a different kind was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and passed the energy delivery test. The instrument was fully functional. There was no problem detected for the customer reported complaint. Additional observations not reported by the customer: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage was found on the conductor wire or any of the cables. The housing was removed from the back end, no damage was found. The root cause of thermal damage between grips is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.